Event description:
The customer stated that the act button is not working. The blood glucose reading was 200 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The customer stated that the act button is not working. The blood glucose reading was 200 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to moisture damage on keypad traces. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.